Event description:
The customer reported the shock equip malfunction. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.